Event description:
Reporter reports facility allegedly not replacing chemicals in dsd every 28 days, chemical had unusual color. Additionally, facility did not appear to be using test strips to check chemicals. Reporter also observed facility bypassing machine audible alarms in attempt to continue using the dsd machine.

Manufacturer narrative:
Distributor, upon arrival for preventive maintenance observed facility attempting to by-pass dsd-201 audible alarms in efforts to continue reprocessing scopes. In addition, states that investigation found the high level disinfectant last chemical change was performed 43 days prior to. Note: MFR recommendation is 28 day cycle for hld. Also, the minimum recommended (mrc) concentration level had not been tested via proper testing procedure (i.e. Test strips). Fse informed hospital staff that chemical should be changed at least every 28 days or earlier if the test strips indicate that chemical is below the (mrc). Preventive maintenance and replacement of necessary parts as well as in-service training for hospital staff immediately conducted by distributor. Distributor ensured hospital acquired all necessary tools and accessories for dsd-201 to properly and effectively reprocess their endoscopes. In lieu of reports, MFR found no proof that distributor used proper testing techniques when determining mrc levels. However, due to potential of injury MDR has been filed. No injuries were reported.